Manufacturer narrative:
Corrected information can be found in h6 health effect - clinical code.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history was reviewed, and no nonconformities were found that would have led to the reported complaint.

Event description:
An event involving a 30 cm (12") add-on set w/4 check valves, vented cap reported that when chemotherapy treatments are attached to the tree, the branches loosen below the cap, allowing the treatments to leak. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Corrected information that should have been included in the initial emdr can be found in b5.

Event description:
Missed information from initial emdr b5: this has happened repeatedly to several colleagues. Consequences: exposure to chemotherapy treatments. Measures taken: replacement of the device. There was no reported no patient involvement.